Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 5.7/1.7. The pt was not treated. The device was replaced and requested to be returned for evaluation.